Manufacturer narrative:
(B)(4). Evaluation of the incident electrode found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Event description:
The customer reported that during an rf ablation procedure for liver cancer, the patient received a burn at the electrode insertion site. The degree of burn and type of treatment are unknown. A guiding needle had been used for insertion of the electrode.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.